Event description:
Ous MDR - after an implantation period of approximately 125 months oversensing and increasing thresholds of the rv and ra leads were reported. During the generator exchange due to battery depletion both leads were explanted and replaced.

Manufacturer narrative:
Both returned leads were only available in fragments. The setrox s 53 was torn off about 12 cm distal of the is-1 connector pin. Both fragments were returned for analysis. The linox sd 65 was available in 4 fragments. The proximal lead fragment, including the fork with the connector exits was missing for analysis. The returned fragments were examined visually, mechanically, and electrically. During the analysis, fraying of the insulation could be detected at the setrox s 53 between 6.5 cm and 7.5 cm distal of the is-1 connector pin, and at the linox sd 65 about 34 cm proximal of the tip electrode. The damage manifestation observed at both leads leads to the assumption of friction at the respectively adjacent partner lead. These damages are with high probability to be regarded as the cause of the clinical complaint. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. During the further visual inspection of the available fragments of the setrox s 53, it turned out that the inner conductor helix between the tip electrode and the ring electrode was kinked. At the linox sd 65, both shock coils were deformed. These damages are probably a result of mechanical stress during the operation. During the inspection of the linox sd 65, a marked circumferential constriction of the lead body was visible about 43 cm proximal of the tip electrode, which is most likely the result of a tight ligature. At this site, the conductor to the proximal shock electrode was fractured. During the electrical analysis of the available fragments, no other conduction interruption could be found. The manufacturing process of both leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.